Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: mixed urinary incontinence, incomplete bladder emptying and pelvic organ prolapse procedure (s) performed: vaginal hysterectomy, bilateral salpingo-oophorectomy, cystocele repair, paravaginal defect repair with pelvicol graft augmentation, enterocele repair, rectocele repair, pelvicol pubovaginal sling and cystoscopy.